Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The laa reportedly had a low relative position. When the was was rotated prior to deployment of the closure device, a sheath kink occurred. The closure device was deployed through the kinked was but did not meet release criteria. The procedure was aborted after the recapture and removal of the closure device. No patient complications were reported.

Manufacturer narrative:
07oct2022 device analysis the returned product consisted of a watchman access system (was) without the dilator. The hub, tip, and sheath were visually and microscopically inspected. Sheath kinks were observed at 4cm, 41cm, 50.5cm, and 51cm proximal of the tip. Damage to the tip of the device included a tear and polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delamination from the inner sheath wall. No other damage or defect of the device was identified. Product analysis confirmed the reported event of a was kink as the sheath was kinked.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The laa reportedly had a low relative position. When the was was rotated prior to deployment of the closure device, a sheath kink occurred. The closure device was deployed through the kinked was but did not meet release criteria. The procedure was aborted after the recapture and removal of the closure device. No patient complications were reported.